Event description:
It was reported that a patient had undergone a catheterization through the groin and after this procedure a vein "burst" and internal bleeding occurred. Hemostasis was achieved. The wound dehisceed at the site in the groin where the catheter was inserted. V.a.c. Therapy was initiated at this site. During a routine dressing change, bleeding occurred and hemostasis could not be achieved and the patient was taken to the hospital and treated in the emergency room. V.a.c. Therapy was continued by the hospital staff. The patient is stable, currently at home, and is no longer on v.a.c. Therapy.

Manufacturer narrative:
Additional information provided indicates that v.a.c. Therapy was initiated on a dehisced groin wound that had exposed vessels. The granufoam was placed directly in the wound and it was reported that no additional products were used, for example, a nonadherent layer to protect the exposed vessles. The actual device was evaluated and no problems were found. V.a.c. Labeling states: "precautions should be taken for patient with active bleeding, difficult wound hemostasis, or who are on anticoagulants". It further states: "when placing v.a.c. Dressing in close proximity to blood vessels or organs, take care to ensure that they are adequately protected with overlaying fascia, tissue, or other protective barriers".